Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the internal magnet of the receiver/stimulator was found to have become dislodged (date not reported), and subsequently the patient experienced swelling and tenderness around the implant site. The patient underwent revision surgery on (B)(6) 2013, to replace the internal magnet. The implanted device remains.